Event description:
Healthcare professional reported that bag failed to deliver consistent flow through outlet port. Blood was held up behind the separation screen. During initial prime, product performed well. However, once the pt's blood entered the bag, the flow was disrupted. The bag was primed with blood as opposed to albumin.